Event description:
Customer had been hospitalized due to low blood glucose levels. Found during troubleshooting that the basal rate was set at 0.5 instead of the correct amount of 0.4. Nurse was assisted in changing the basal rate to the correct amount as well as priming the infusion set. Nurse late called back to state that the customer was being taken off of the pump while in treatment.